Manufacturer narrative:
The hill-rom technical support rep performed troubleshooting over the phone with the account asking the account to set the pt positioning module while pt was lying in the bed. Hill-rom technical support contacted the customer made three add'l times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this info, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the pt positioning module would not set. The bed was located at the account in med surg. There was no pt/user injury reported. (B)(4).